Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display.

Manufacturer narrative:
The customer's meter was requested and returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of an accu-chek inform ii meter display issue, which could cause misinterpretation of results. The customer stated "there are black lines throughout the display," and the "lines prevent patient results from being read clearly." The customer performed a meter reset, but the issue persisted. The customer confirmed there was no physical damage to the display.